Event description:
Medtronic received a report that after embolization with onyx18, symptoms of otitis media appeared. The causal relationship with onyx was unknown, but the doctors suspected it was an allergic reaction with onyx. They were more suspicious of tantalum powder rather than the ethylene vinyl alcohol (evoh) of onyx. There were reported to be no serious complications. The devices were prepared according to the instructions for use (IFU). The patient was hospitalized for a week but was discharged. Follow-up was chosen for further actions. The otitis media was said to have a recovery trend, though the cause was not determined. The patient was undergoing treatment for a dural arteriovenous fistula (d-avf). The patient's vessel tortuosity was moderate. Ancillary devices include a non-medtronic sheath, guide catheter, microcatheter, guidewire, and coil.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported acute otitis media. The patient had ear pain. The patient was under observation and headed for recovery. Although there is a possibility of an allergic reaction, the exact cause is unknown. The location/vessel of the arteriovenous fistula was originated in the transverse/sigmoid sinus. No other symptoms were present. There was no issue with visualization of the onyx material during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.